Event description:
The customer reported that the system would not emit x-rays and then it switched off by itself. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. Some of the system's cable wiring was repaired. The system was then found to be operating as intended.